Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin I (tni) results. The ccc instructed the customer to run chemistry wash and run the troponin method on chemistry wash. The chemistry wash results were within specifications. The customer then ran qc which results within range. The ccc suspected that this issue was due to contamination. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse decontaminated the heterogeneous module (hm) & water. The cse replaced hm cassettes and probes. The cse removed hm mixers and checked operation. The cse aligned hm and reagent probe 2 (r2), and calibrated hm mixers. The cse suggested that the customer have millipore decontaminate their water system, but the customer declined. The ccc discussed with the customer sample handling. The customer utilizes stat spins, which are not recommended per the tube manufacturer specifications. A siemens headquarter support center specialist reviewed the vent data. Hsc concluded the discordant results are suggestive of biofilm contamination. The cse returned to the customer site and ran extensive decontamination, ran all alignments, calibrated temperature, and ran system checks. Tni results were acceptable, and qc was in range. The cause of the discordant tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated troponin I (tni) results were obtained on three patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The customer ran quality controls (qc), which resulted high out of range. The customer repeated the original samples on an alternate instrument and the results were lower. For patient m67295, a new sample was drawn 3 hours after the initial draw. The redraw sample was tested on the original dimension xpand plus with hm instrument, also resulting falsely high. The patient was admitted to the hospital, due to pneumonia and not the elevated results. The sample was then repeated on an alternate instrument, resulting lower. The customer reported the results obtained on the alternate instrument to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni results.